Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On b)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high readings compared to his feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 1 month prior to contacting lfs. The patient reported readings of ¿500 and 16mg/dl¿ were obtained on the lfs meter. The patient reported using unknown diabetes medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported over 1 month later, he developed symptoms of ¿seizures.¿ the patient reported he was treated by a healthcare professional on an unknown date and time and was given insulin. The patient reported blood glucose readings were obtained, but he was unable to recall the readings. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement and the patient¿s test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.